Manufacturer narrative:
Based on the gathered information, the cable damage was caused by driving over the power cord. Therefore, the event was a result of instructions not being followed. Please note that the instruction for use for enterprise 8000x bed (746-585-en) includes the following information related to the cable damages and regular inspections: "if the power supply cord or plug is damaged, the complete assembly must be replaced by authorized service personnel." "Make sure the power supply cord is not stretched, kinked or crushed." "Do not allow the power supply cord to trail on the floor where it may cause a trip hazard." "Make sure the power supply cord does not become entangled with moving parts of the bed or trapped between the bed frame and head board." "Disconnect the power supply cord from the electricity supply, and store it as shown, before moving the bed." "The power supply cord is fitted with a plastic hook. When not in use or before moving the bed, clip the hook onto the head board, coil up the cable and place it over the hook as shown." "Visually check the power supply cord and mains plug - weekly." And if the result is unsatisfactory, contact arjo or an approved service agent. The arjo device was involved in the reported event and failed to meet its performance specification. The complaint was reportable due to burn marks on the power cord. There was no patient involved and no injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event related to the enterprise 8000x bed. The power cord was damaged and burning marks were visible. There was no indication of patient involvement and no injury was reported. The photo provided confirmed that burning marks were visible on the cable. The technician replaced the damaged power cord and backup battery which was defective. The bed was tested and was working as intended.